Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is having random software error messages and keeps restarting on its own. Customer has reinstalled the software and the issues still persist. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. Unit was tested overnight. When the device was received it was noted to have minor external damage to the touch screen. Customer requested software update to the latest version. The bsm is now at version 05-21. All functions were tested prior to return to customer. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is having random software error messages and keeps restarting on its own. Customer has reinstalled the software and the issues still persist.